Event description:
Patient was discharged two days after procedure involving zephyr valves. The patient passed away at home 26 days after procedure of a heart attack. Patient will go through an autopsy. An update will be provided when more information is available.

Event description:
No autopsy was performed. A sudden cardiac arrest was diagnosed as the cause of death. The death of the patient was unrelated to the device or procedure.